Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose would reach 497 mg/dl. It was found the customer was feeling thirsty due to their high blood glucose. The customer also reported being hospitalized on (B)(6) 2015 with a high blood glucose over 600 mg/dl. Customer stated they were treated with an IV drip and was released from the hospital. However, the customer stated they passed out an hour after being released from the hospital and had to be readmitted. Troubleshooting found the customer had two tiny air bubbles in their tubing. It was also found the insulin pump passed functional testing during troubleshooting and the customer did not have a bent cannula. Advised the customer to change out their set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer returned a call for a hospitalization follow up and reported that she had been in rehab for 18 days and that the blood glucose had been erratic due to the meals provided not taking in to account her carbs. The customer reported that the staff at the rehab attempted to give her an 8 unit manual injection after she had already bolused. The customer was going home that day.